Manufacturer narrative:
Per tandem user guide: avoid submerging your pump in fluid beyond a depth of 3 feet (0.91 meters) or for more than 30 minutes (ipx7 rating). If your pump has been exposed to fluid beyond these limits, check for any signs of fluid entry. If there are signs of fluid entry, discontinue use of the pump and contact customer technical support. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reportedly fell into the river with pump. Customer's blood glucose ranged from 280 mg/dl to displaying "high" on the cgm graph. Elevated blood glucose was addressed with a manual injection. Customer reverted to an alternate method of insulin therapy.